Manufacturer narrative:
The reported events were dislodgement, no capture, high impedance, and r-wave amp variation. As received, a complete lead was returned in one piece for analysis. The reported events of no capture, high impedance, and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be partially extended and clogged with tissue. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented three days port implant with the right ventricular lead exhibiting loss of capture, decreased r- wave amplitude, elevated impedance and capture threshold. Chest x-ray, fluoroscopy and venogram were performed, and revealed that had dislodged and was in the middle cardiac vein. The lead was explanted and replaced. The patient was in stable condition.